Event description:
Pt reported a leaking infusion set. They stated that, while bolusing, a wet spot developed on their shirt. Pt was unable to determine the exact origin of the leak. Pt self-treated by changing their infusion set and delivering a bolus of insulin.